Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis device. During the revision surgery the physician found there was fluid loss from a leak between the cylinders and pump. The entire device was explanted, and a new device was implanted. There were no patient complications.